Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding an assembly issue between an rsa reamer driver and rsa reamer was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned for inspection. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the exact cause of the event could not be determined because the device was not returned for inspection. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
It was reported that the guide pin would not fit guide (for glenosphere prep). Glenoid reamer disengaged many times while reaming.

Event description:
It was reported that the guide pin would not fit guide (for glenosphere prep). Glenoid reamer disengaged many times while reaming.